Event description:
It was reported that the patient presented post-procedure after the pacemaker implantation. The patient was observed under x-ray, and it was noted that the atrial lead had dislodged. The physician decided to reimplant the lead. During the procedure, there was a hematoma that was evacuated. While trying to reimplant the lead, the lead failed to advance through the stylet and unsatisfactory current of injury (coi). The lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported events were dislodgement and the failure to advance. As received, a portion of the lead was returned in one piece for analysis. The stylet was not returned with the lead. The reported event of stylet failure to advance was not confirmed. Visual and x-ray examination did not find any other anomalies except for procedural damages.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the atrial lead was explanted and replaced for an unknown reason. No other information was available.